Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020. Customer's blood glucose level was over 800 mg/dl at time of incident. Customer treated with insulin drip. Customer declined troubleshooting for high blood glucose. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.